Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined the reported issue is due to the user interface pcb assembly. Physio will replace the user interface pcb assembly and after repair, physio will observe proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that while using their device on a patient during dialysis, the device's screen went blank. There were no adverse effects to the patient due to the reported issue, that were reported. Physio-control evaluated the customer's device and observed that the device does not complete the boot-up process. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.